Manufacturer narrative:
No serious injury was reported. The PICC line snapped and the remaining catheter was removed. The product number and lot number were not provided in the medwatch report # (B)(4) which was received from the customer. The DHR could not be reviewed because the complaint did not include a part number. Manufacturer has followed up with the customer to try to get the complaint sample returned for evaluation. However, as of the date of this report, no product has been received by argon for evaluation. Should product be received, this complaint will be updated as necessary. First PICC catheters are 100% inspected at various stages in the manufacturing process. Each catheter is visually inspected and burst, flow, and leak tested. Control tensile tests are also performed to ensure catheter integrity.

Event description:
Per medwatch report: dated 4/7/2016 "infant stepped on PICC line while arching. The PICC line snapped a distance from the insertion site. Neonatal nurse practioner was notified and removed remaining catheter. Catheter was intact."